Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector was unlocked. Unable to perform idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test due to button keypad anomaly. No moisture damage was found on the electronics noted. The insulin pup had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. The customer took off the batteries and cap and set this pump for 24 hours. The customer stated that all of the buttons weren't sensitive. The customer's blood glucose is normal, didn't require medical treatment.